Manufacturer narrative:
The pump was received with frozen display then constant tone due to cold solder joint. The unresponsive button and the operating currents were unable to be checked due to frozen display. The battery longevity was unable to be verified due to frozen display. The pump had minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with low battery alert on their insulin pump. The customer's blood glucose level at the time of incident was 212mg/dl. The customer also states the buttons are unresponsive. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.